Manufacturer narrative:
Pending evaluation: concomitant device(s): 320-01-42, (B)(4) - equinoxe reverse 42mm glenosphere, 300-01-15, (B)(4) - equinoxe, humeral stem primary, press fit 15mm, 320-20-00, (B)(4) - eq reverse torque defining screw kit, 320-15-01, (B)(4) - eq rev glenoid plate, 320-15-05, (B)(4) - eq rev locking screw, and 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately 2 years post op the initial left tsa, this (B)(6) male patient's was revised due to an infection. Patient was last known to be in stable condition following the event. Device will not be retuning due to the hospital disposing of them.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.